Event description:
It was reported that during a prostate procedure, a water leak was observed underneath the system. The procedure was not completed and no patient outcome was provided. There was no injury reported.

Manufacturer narrative:
System analysis/service repair: the water leak was verified and found to be leaking from the right side of the chiller. The chiller was replaced and the system tested and verified to manufacturers specifications.